Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was "capsular fibrosis," baker grade unknown.

Event description:
Healthcare professional reported unknown side "capsular fibrosis," baker grade unknown. Device has been explanted.

Event description:
Healthcare professional reported unknown side "capsular fibrosis," baker grade unknown. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the returned device identified: weight to the spec, crease fold, deformation and yellow particles in the shell. Cloudy in the gel observed after autoclave cycle. Base on the device analysis the final assessment is: no issues found related with the manufacturing process.